Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that during impaction, the threads of the inserter fractured and could not be removed from the acetabular cup. The cup was removed from the patient and a second cup was attempted. The threads of the second inserter fractured, but were successfully removed from the cup. The second cup remains implanted. A two hour delay in the procedure was reported as a result of the events.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Device availability - the device is reported to be available for evaluation; however, it has not been received by legal manufacturer to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Quantity: (B)(4).

Event description:
During a total hip arthroplasty, the threads of the inserter fractured off in to the cup. The threads were stuck in the cup and the cup was removed from the patient. A second cup was attempted to be implanted. The threads of the second inserter fractured off. The second cup remains implanted. There was a two hour delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Quantity: 2. (B)(4). Examination of returned device found no evidence of product non-conformance and confirmed reported condition. Root cause of the event was most likely attributed to bending overload; however, a conclusive root cause of the event could not be determined. Further investigation was initiated to address the reported issue. It was deemed no further actions necessary.